Event description:
From (B)(6) 2000, four pts were implanted with the gore tag thoracic endoprosthesis for acute complicated type b aortic dissections, aortic aneurysms, and/or a pseudoaneurysm after remote traumatic transaction. On an unk date, the pts presented with type a aortic dissections proximal to the implanted devices. On an unk date, these pts were treated by either total arch replacement and/or extended hemiarch repair by resecting portions of the metal components of the graft, but not removing the graft itself. Specific pt outcomes are unk.

Manufacturer narrative:
N.desai, w.y. Szeto, y.j. Woo, p.j. Moeller, g. Moser, a. Pochettino, j.e. Bavaria (2012, january). Retrograde aortic dissection after thoracic endovascular aortic repair: operative management techniques and pitfalls. Poster abstract presented at 'the 48th society of thoracic surgeons annual meeting, fort lauderdale, florida. Additional info about specific pts, devices, and events is not available; therefore, gore cannot determine if any of these events were previously reported.